Manufacturer narrative:
Approximate age of device - 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported by the surgeon on (B)(6) 2018 that the pump was primed and had no unusual events during the priming. Upon initiation, pump was not offloading the left ventricle (lv) at 5000rpm's. Lv distended so much that the ventricle began to tear. Cardiopulmonary bypass (cpb) was reinitiated on patient. The pump was stopped and more pledgets placed to repair the ventricle. The outflow graft (ofg) was completely patent at the time when the pump was not offloading the ventricle and placement with no twists or kink verified. Surgeon firmly believed pump not working properly. Ofg was detached and pump ran in normal saline to test functionality. 0.5lpm at 5000 rpm's, 1.1 lpm at 6000 rpm's with difficulty accepting commands. External equipment exchanged to rule out external issues. Pump flows remained extremely low and non-corresponding with pump speed despite being in saline with no afterload. Suspect pump malfunction. No clots noted. Patient does not have a coagulopathy. A new pump was opened and exchanged. The patient was on bypass 2 more times and the deairing process was difficult with the second pump but flows eventually came up and normalized. The pump was explanted ((B)(4)) and will be returned for analysis. A pump exchange was performed. As of (B)(6) 2018, the patient was in critical condition on high dose pressors and had metabolic acidosis. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the evaluation of pump did not reveal a device related issue and the root cause of the reported flow issue could not be conclusively determined. The pump was returned with the pump cable intact. The sealed outflow graft, apical cuff, and modular cable were not returned. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The pump rotor and rotor well showed no evidence of dents or scratches. The pump cable appeared unremarkable. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The pump functioned as intended and the reported low flows between 0.5lpm and 1.1lpm were not reproduced. The lvad event log file retrieved from the pump showed that the pump speed was incrementally increased from 3000rpm to 6000rpm following initialization. The cause of the low flow could not be determined. The patient¿s ventricle distended and tore due to the low flow. The ventricle was repaired with pledgets and pump was exchanged for a backup pump. The patient was placed on cardiac bypass two additional times and there was reportedly difficulty in de-airing the second pump. Flow eventually increased and normalized on the second pump. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.